Event description:
"The patient was in the process of being flipped from supine to prone position while in mayfield headrest. The locking apparatus slipped causing the skull pin to lacerate the left scalp. The laceration was approximately one inch. The laceration bleeding was maintained by pressure-retrieved new mayfield modified skull clamp and pins to maintain body alignment and for positioning to continue case."